Event description:
An endurant iis bifurcated stent graft was implanted during an endovascular procedure for the of an abdominal aortic aneurysm. It was reported the patient returned for a follow up and a type ia endoleak was observed on a cta. As per the physician the cause of the type ia endoleak was as a result of anatomy due to disease progression. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported type ia endoleak was confirmed; however the cause of the event could not be fully determined from the images provided. Pre-implant CT¿s were not available for review and a comprehensive assessment of the patient¿s anatomy could not be performed. Angiograms, including endoleak interrogation as well as complete post-implant CT¿s were also not available. It is likely that, as per the physician, the patient's anatomy due to disease progression may have been contributory a factor in the occurrence of the type ia endoleak. Analysis of the returned film did not reveal any stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.